Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of her essure coils had migrated and was potentially perforating her fallopian tube") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain/ increasingly severe pain"), pelvic discomfort ("discomfort"), back pain ("back pain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), abdominal distension ("excessive abdominal bloating"), anaemia ("anemia"), infection ("frequent infections") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove her fallopian tubes and essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, pelvic discomfort, back pain, rash, alopecia, abdominal distension, anaemia, infection and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, back pain, fallopian tube perforation, fatigue, infection, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of her essure coils had migrated and was potentially perforating her fallopian tube') and embedded device ('irregular tan tissue contains embedded coil') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrosis and endometriosis. Previously administered products included for an unreported indication: bupivacaine. In 2014, the patient had essure inserted. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/ increasingly severe pain"), pelvic discomfort ("discomfort"), back pain ("back pain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), abdominal distension ("excessive abdominal bloating"), anaemia ("anemia"), infection ("frequent infections") and fatigue ("fatigue"). The patient was treated with surgery (bilateral laparoscopic salpingectomy, essure implant removal, hysteroscopy and surgery to remove her fallopian tubes and essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, pelvic discomfort, back pain, rash, alopecia, abdominal distension, anaemia, infection and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, back pain, embedded device, fallopian tube perforation, fatigue, infection, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of her essure coils had migrated and was potentially perforating her fallopian tube') and embedded device ('irregular tan tissue contains embedded coil') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrosis and endometriosis. Previously administered products included for an unreported indication: bupivacaine. In 2014, the patient had essure inserted. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/ increasingly severe pain"), pelvic discomfort ("discomfort"), back pain ("back pain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), abdominal distension ("excessive abdominal bloating"), anaemia ("anemia"), infection ("frequent infections") and fatigue ("fatigue"). The patient was treated with surgery (bilateral laparoscopic salpingectomy, essure implant removal, hysteroscopy and surgery to remove her fallopian tubes and essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, pelvic discomfort, back pain, rash, alopecia, abdominal distension, anaemia, infection and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, back pain, embedded device, fallopian tube perforation, fatigue, infection, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, embedded device. Most recent follow-up information incorporated above includes: on 9-feb-2021: mr received. Reporter information, other relevant history, auto-narrative supplement and event: "irregular tan tissue contains embedded coil" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.